Event description:
A volume discrepancy problem was reported. The actual residual volume (arv: 18 ml), was greater than the expected residual volume (erv: 3.3 ml). Healthcare provider (hcp) refilled the pump on 2011 (B)(6) with the same drug. Patient came back on 2011 (B)(6) and the reservoir volumes noted were: erv 3.1 ml and arv 3.5 ml. Hcp believed the system was "now working properly". At this time, they changed the concentration from 5 mg/ml to 20 mg/ml. Patient seemed to be doing well. Pump was initially filled with 20 ml of drug at implant; drug delivered was dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was stated that the patient never had therapeutic effect; she was having acute pain. Her pain was located in her forehead, hair and teeth on left side, back, and neck. Sometime this year the pump stopped administering drug and the patient went through withdrawal; she could not stand up, walk, or move due to not receiving any medication. No alarms were heard at that time and the patient was not sure if her physician performed any tests. The next refill date was scheduled for (B)(6) 2012. The pump contained hydromorphone. In the past, the patient had undergone three surgeries related to her trigeminal neuralgia, all surgeries occurring after 1995 but exact dates unknown. In the first surgery, a nerve in her face was cut and she was fine for 5 years but the nerve regenerated. The second surgery involved an unsuccessful balloon procedure, and the third type of surgery was unclear. The patient was involved in a work accident in 1995 in which she injured her back and neck. The patient was at home in undetermined status. Additional information has been requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Catheter: model: 8709sc, serial # (B)(4), implanted on: 2011, (B)(6), explanted on: unk. Programmer: model: 8835, serial #: (B)(4).